Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("other injuries/symptoms:fatigue"), migraine ("other injuries/symptoms: migraines"), headache ("other injuries/symptoms:headaches") and nausea ("other injuries/symptoms: nausea") and was found to have hormone level abnormal ("other injuries/symptoms:hormonal changes") and weight decreased ("other injuries/symptoms:weight loss"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral), oophorectomy (unilateral) ,on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, migraine, headache, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, migraine, nausea, pelvic pain, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2015 now it is reported (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received- previously reported event "injury nos" replaced with "pelvic pain",events - "apareunia,dysmenorrhea, dyspareunia, abdominal pain, vaginal infection, vaginal discharge, fatigue, migraines, hormonal changes, headaches, nausea, weight loss", reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.